Event description:
During a procedure the coloplast digitex cartridge was misfired from the suture delivery device. This resulted in a piece of polypropylene being lodged in the patients sacrospinous ligament. Coloplast representative was present during the case and made aware of the issue. Manufacturer response for suture delivery device, digitex (per site reporter). A coloplast representative was present during the case and informed surgical staff that they would file a complaint and follow up with coloplast.